Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported on (B)(6) 2022, that holding sleeve discovered in sterile processing with stuck schanz pin. The wing nut was broken. There was a patient involvement. This complaint involves one(1) device holding sleeve 105mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d9 h3, h4, h6: part 394.46, lot l763847: manufacturing site: bettlach. Release to warehouse date: march 31, 2022. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: a service and repair evaluation was completed: the customer reported the holding sleeve had a broken wing nut. The repair technician reported that wing nut is broken off and part is stuck inside sleeve; cosmetic test was failed. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.